Manufacturer narrative:
Complaint conclusion: during the use of a 4x150mm 90cm saber balloon catheter (bc), it was reported the balloon was inflated in the lesion, however, it ruptured at approximately ten atmospheres (10 atm) during its second inflation. The balloon catheter was removed intact from the patient. It was replaced with a new non-cordis balloon catheter. The procedure was finished successfully and there was no reported patient injury. The target lesion was the right superficial femoral artery (sfa). The patient¿s vessel level of tortuosity was unknown. The lesion seemed to be heavily calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. An ipsilateral approach was made with a 6f non-cordis sheath introducer for heavily stenosed lesion. A guidewire (chevalier universal 300, fmd) had crossed the lesion. The device was not returned for analysis. A device history record (DHR) review of lot 17074501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During the use of saber balloon catheter (4mm15cm 90), it was reported the balloon was inflated in the lesion, however, it ruptured at approximately 10 atmospheres (atm) during its second inflation. The balloon catheter was removed intact from the patient. It was replaced with a new non-cordis balloon catheter. The procedure was finished successfully and there was no reported patient injury. The product will not be returned for analysis. The target lesion was the right superficial femoral artery (sfa). The patient¿s vessel level of tortuosity was unknown. The lesion seemed to be heavily calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop or the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally, maintaining negative pressure. An ipsilateral approach was made with a sheath introducer (6f 26 cm parent, terumo) for heavily stenosed lesion. A guidewire (chevalier universal 300, fmd) had crossed the lesion.